Event description:
Provider alleges that the irc5po2v concentrator is intermittently alarming. Provider alleges that sometimes it will alarm and continue to work and other times, it will alarm and stop working. Provider states, he occasionally catches a whiff of the sieve bed material as though maybe the sieve beds are leaking which is causing this issue.